Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the surgeon, the implant was incorrectly placed in the cochlea at the initial implantation. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 21, 2022.